Manufacturer narrative:
Should additional reportable information be received for the reportable event, a supplemental regulatory report will be submitted. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 2 months following the implant of this transcatheter bioprosthetic valve worsening heart failure associated with kidney failure developed and the patient died. The death was reported as cardiac failure. The cause of the heart failure was not reported. The official cause of death was not reported. However, the antecedent causes were valvular heart disease, pulmonary hypertension, and renal failure. The physician indicated the events were not related to a medtronic product.